Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss, (B)(6). On (B)(6) 2026, (B)(6): additional information on cf: implant was placed on (B)(6) 2025. Checked for osseointegration on (B)(6) 2026 and was determined to have failed. Removed implant on (B)(6) 2026 and grafted the site. Will let heal for 4-5 months and attempt another implant.